Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The data logs are not relevant to the investigation and the product was not returned. Clinical details allege that once both the pump and sheath had been successfully removed, the physician had difficulty deploying the perclose, so vascular was called in for repair. With effort, they were able to obtain hemostasis with new percloses. Based on the clinical details provided, the root cause of the vascular damage was determined to most likely be a use issue. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b.1 revised as product problem was inadvertently selected on initial manufacturer device report number 1220648-2025-25563. B.2 revised as selection was inadvertently omitted from initial manufacturer device report number 1220648-2025-25563 h.6 health effect - clinical code 4580 was reported incorrectly on manufacturer device report 1220648-2025-25563. A new code was added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report 1220648-2025-25563.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after removing the impella cp, the percloses were not able to be successfully deployed. The vascular surgeon was called for repair. The patient is stable. The patient survived the event.